Event description:
It was reported that pump declared alarm 20 during pumping and had previous similar alarms with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode before return, and technical support arranged replacement pump shipment after confirming warranty and shipping address.